Event description:
It was reported that a patient underwent an ablation procedure with a decanav catheter for which biosense webster¿s product analysis lab (pal) identified the tip broken and separated, exposing internal component. Used for mapping several times, and a while after the catheter was removed from the patient's body, it was discovered that the catheter was disconnected. When sterile packaging was opened and when the catheter was removed from the patient¿s body, there was no disconnection observed. Timing was about 4 hours after start of use. No decanav catheter has been used since the disconnection was discovered. The procedure was completed without patient's consequence. Additional information has been received on 30-jul-2024. The catheter was found to be disconnected after mapping. The catheter¿s connector was connected. The device was recognized by the system. There was no disconnection when the package was opened or insertion/withdrawal the device several times and the disconnection was confirmed after mapping. Additional information was received on 01-aug-2024. Only the catheter was disconnected. Additional information was received on 04-aug-2024. No exposing wires. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 05-aug-2024, observed the tip broken and separated, exposing internal component. The event was originally considered non-reportable, however, bwi became aware of the tip broken and separated, exposing internal component on 05-aug-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation summary: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, dimensional inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed the tip was broken and separated, exposing internal components. Microscopic analysis showed adhesive between the two assembled parts, and the tip assembly was within process specifications. Dimensional inspection of the outer diameter (od) found the device within specifications. A magnetic sensor functionality test was performed, and error 370 appeared on the system due to an internal printed circuit board (pcb) failure. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The carto recognition issue reported by the customer was confirmed. The potential cause of the pcb failure cannot be determined. Additionally a physical damage was observed during the investigation. The potential cause of the broken tip could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. This condition is unrelated to the reported event. The instructions for use (IFU) contain the following recommendations: do not attempt to operate the decanav¿ catheter prior to completely reading and understanding these instructions for use. The sterile packaging and catheter should be inspected prior to use. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. Excessive force may cause dissection and/or perforation of coronary sinus or other cardiac structures. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿tip broken and separated, exposing internal components¿. -investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause traced to component failure (d02) / component code: circuit board (g02005) were selected as related to the customer¿s reported ¿disconnection (recognition)¿ issue. Manufacturer's reference number: (B)(4).